Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver had previously observed occlusion alerts that were associated with elevated blood glucose levels. The exact blood glucose values were unknown, and the lot number was not available. The caregiver indicated that supplies were changed whenever elevated blood glucose levels were noticed. Blood glucose levels were affected for approximately one hour during prior occurrences, and no backup therapy or ketone testing was performed. No recent steroid injections, professional medical intervention, additional assistance, or immediate health effects were reported. Information was provided regarding occlusion alerts, and the caregiver was advised to contact support when alerts or issues are observed to allow for troubleshooting and potential preservation of supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.